Event description:
It was reported that the patient was seen in the emergency room due to an increase in seizures. It was reported that the emergency room physician ordered device diagnostics which resulted in high impedance (8911 ohms). The patient was referred to a neurologist. The neurologist ordered the device to be programmed off and sent the patient for x-rays. X-rays were sent to manufacturer for review. Review of the x-rays did not identify any obvious discontinuities with the lead; however, the presence of a micro-fracture cannot be ruled out. It was reported that no patient manipulation or trauma is believed to have occurred that could have caused or contributed to the high impedance. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.